Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data associated with the reported event was observed from 15apr2026 ¿ 16apr2026 and was reviewed. The log file captured intermittent low voltage hazard and no external power alarms on (B)(6) 2026 from 23:00:53 to 23:00:00:56, on (B)(6) 2026 from 01:12:08 to 01:12:12 and from 01:20 to 01:12:34 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu ac power cord became disconnected from the wall outlet. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website . Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 17nov2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for review. The event log file captured low voltage hazards/no external power events on 15apr2026 at 2300 and 16apr2026 at 0112 while using the mobile power unit (mpu). It appeared that the mpu lost power, which enabled the emergency backup battery in the system controller until power was restored. No other unusual events were noted in the log files. It was later communicated that the ac power cord came loose at the wall outlet and the device operated as expected. The patient was doing well.